Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
As per the customer, the luer lock of the 3 ml syringe was not connecting tightly to the monoject bluntfill 18 g x 1 ½¿ needle and causing the needle to disconnect very easily from the syringe. Also, the plunger seems to be too small for the syringe and there was no or little suction when drawing up medication. After drawing from a vial, the medication was leaking out of the syringe. There was no patient harm reported.